Event description:
A licox pmo ip2p.cc1.p1 fell out of a ip2p bolt. The incident occurred when the patient was being turned, several days after the kit had been inserted. There was no known injury to the patient from this incident. Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.